Event description:
It was reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and wouldn't turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer, after receiving guidance from technical support, left the pump plugged into a known working outlet for at least 30 minutes, after which the pump began charging using the original charging supplies. Technical support educated the caller on battery best practices, advised them to monitor the system, and suggested calling back if the issue persisted.